Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was having "problems" on the left side of her body but the right side was doing fine. Leg weakness and/or spasm were reported approx six days after implant. Some pain also occurred but dissipitated. The pt felt "pin prickles" all over her body that seemed to be spreading and a warm feeling at the pocket site. The pt was directed to her physician. Further info is being requested from the hcp.